Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
No new information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2018-03-05, information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator. It was reported that the patient¿s battery ran out and they had been seeing a urologist. When they were trying to void, they would have to strain as if they were giving birth to a child. The patient was going to have to go back to using a catheter. It was noted that the patient¿s urologist had given them a medication that the patient believed was called flomax, but they were scared to take it. The patient wasn¿t sure if the healthcare professional (hcp) was going to replace the implanted neurostimulator (ins), but noted they had an appointment on the 15th. This was noted to have started about two months prior to the report. On 2018-05-03, additional information was received from the patient. It was reported that the patient notified their managing physician (hcp) about the battery running out. The patient noted that they have had appointments in (B)(6) 2017, (B)(6) 2018. The patient mentioned she was miserable, she had to squeeze her urine out, was worried about her organs, and she told her hcp. The hcp did a cystoscopy and prescribed a medication until the patient had the surgery for the battery. The patient confirmed that the battery running out was a normal battery depletion. Also, the patient noted that she went to the hcp in december but did not get the battery until (B)(6). There were no further complications or anticipations reported with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient responded to a letter who noted the implantable neurostimulator (ins) will not be returned to the manufacturing company because the hospital destroyed it. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient who said they have a bent urethra "a little" therefore "I couldn't use a catheter. And when I would try a little I was in great pain". Patient noted the bent urethra happened after the ins was implanted in 2012 and wanted to know if the ins could cause a bent urethra; information was reviewed. The patient was also redirected to their healthcare provider (hcp). No further patient complications have been reported as a result of this event.